Event description:
It was reported that the customer's blood glucose (bg) level was recorded as high and ketone level was high. Cause was not known. Customer delivered a bolus via the pump to address bg. Customer went to the emergency room and was subsequently submitted to the intensive care unit (ICU). Healthcare provider identified ketone level as dangerous. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on july 15, 2025 with the issue resolved and no permanent damage. Pump system check was performed. No issues were identified with the cartridge, insulin or infusion set tubing/cannula. Pump was found to be functioning as expected.